Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1993 and subsequently was revised on (B)(6) 2012 as a rebushing was required.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. As the device has been implanted for 19 years, it is likely that the wear of the bushes is related to normal wear and tear of the device, however, this cannot be confirmed with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).